Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the procedure was to treat a lesion in the lad. After deploying a stent proximal, an attempt was made to place the minivision, but it would not cross through the previously implanted stent. The stent delivery system (sds) was removed and guide wires were exchanged. Another attempt was made to cross with this minivision, but it still would not cross and upon removal, the stent dislodged. The stent was successfully snared from the pt. The lesion was left treated with a balloon only. There were no pt effects. It was further reported that the scrub tech thought that the stent looked odd prior to use, but the physician looked at it and thought the stent looked fine. No add'l event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the balloon, on the distal shaft, on the hypotube, and on the hub. There was contrast in the balloon and in the inflation lumen. The stent implant was returned dislodged from the balloon. The struts in the first and second row at the distal end of the stent implant were crushed. There were flared struts in the first row at the proximal end of the stent implant. There was no other damage noted to the stent implant. The balloon was loosely folded. There were crimp marks on the balloon between the markers. The protective sheath was not returned. There were no kinks or damage noted to the tip and inner member. There was no other damage noted to the sds. The tip seal length was measured and this met mfg criteria. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant distal and proximal outer diameter could not be measured due to the damages noted. The stent implant middle outer diameter measurement met mfg criteria. Product performance engineering reviewed the incident info and analysis of the returned product. Analysis of the returned product is consistent with preparation and the sda advanced into the pt's anatomy. The inability to cross a lesion can be affected by numerous factors. The pt's anatomy was not described in the case details, which may have aided the evaluation; however, as noted in the reported info, the sds was attempted to advance through a previously implanted stent, which likely contributed to the failure to advance. Analysis noted the stent was dislodged from the balloon, confirming the reported dislodgement. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors. It should be noted that the precautions section of the mini vision instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. In this instance, while the device reportedly failed to cross distally through the previously implanted stent, this interaction likely caused the mini vision stent to become loose. Furthermore, the sds was removed and then advanced again, which also could have contributed to loosening the stent such that it dislodged into the vessel. The noted stent damage is likely related to the removal of the stent by the snare device. The reported removal of foreign body is a secondary effect of the dislodgement as a snare device was used to retrieve the dislodged stent. A review of the product mfg records did not reveal any non-confirming material reports associated with this lot and all lot release testing met mfg criteria. In this case, based on the info received from the complaint, the reported failure to advance and subsequent stent dislodgement appears to be related to circumstances of the procedure and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. To ensure this is not the result of a mfg deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. This MDR is considered closed by the product performance group.